Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation with a missing pullback gear. Functional test was not performed because problem was confirmed by visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-05480 and 2134265-2015-05481. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, a 220v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a pullback sled. During the procedure, it was noted that the connection between motordrive unit and sled were damaged and automatic pullback could not be performed. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05480 and 2134265-2015-05481. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, a 220v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a pullback sled. During the procedure, it was noted that the connection between motordrive unit and sled were damaged and automatic pullback could not be performed. No patient complications were reported and the patient status is stable.